Event description:
During and endoscopic procedure in the duodenum, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray device was able to sprayed 2-3 times, after that cannot spray. The physician then changed to the second catheter provided but still unable to spray. The physician changed to another hemospray and completed the procedure successfully. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 presented with bends and kinks throughout the length as well as powder inside the tubing. Catheter #2 presented with minor kinks throughout and a trace amount of powder inside the tubing at the distal tip. The returned device returned with black/dark marks along the exterior. The device was tested as returned and did not spray as intended. The co2 cartridge discharged upon deactivation and was fully punctured. The foam insert was present inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. The handle was disassembled and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low pressure valve. Large clumps of powder were present inside the powder chamber center cannula. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.